Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06179. It was reported that foreign matter was observed. Two 330cm rotawire¿ were selected for use. During unpacking of both rotawires, it was noted that there was a hard crusted filament at the end of the wire that was not removable and did not allow the catheter to pass through. The devices never entered the patient's body. The procedure was completed by using a different rotawire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that the distal section was kinked, approximately at 274cm from its proximal end. Dimensional inspection of the overall length, outer diameter of the distal tip, middle and proximal section of the device revealed to be within specifications. Mtac analysis presented a 94.56 to 96.46% spectral match to hystrene 5012 sample. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06179. It was reported that foreign matter was observed. Two 330cm rotawire were selected for use. During unpacking of both rotawires, it was noted that there was a hard crusted filament at the end of the wire that was not removable and did not allow the catheter to pass through. The devices never entered the patient's body. The procedure was completed by using a different rotawire. No patient complications were reported and the patient's status was fine.